Manufacturer narrative:
(B)(4). Approximate age of device-1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with shortness of breath and hematuria. At the time of admission, the patient had a lactate dehydrogenase (ldh) level of 1840 u/l and inr of 3.84. The patient was on coumadin at the time of the event. Upon admission, dipyridamole was added to the patient's anticoagulation regimen. On (B)(6) 2017, aspirin was started. On (B)(6) 2017 the coumadin frequency was increased to daily, and on (B)(6) 2017, a heparin infusion was started. On (B)(6) 2017, the patient's urine had cleared and the ldh was 914 u/l; the heparin infusion was discontinued. The patient was discharged on (B)(6) 2017 with an inr of 2.40 and on daily coumadin and aspirin. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.